Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : facility was aware of the foreign material adhered on the device. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air were supplied to the air/water nozzle. Information on manual cleaning: wipe/brush the air/water nozzle with gauze, brush, or sponge- noted ¿yes¿. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Facility noted no abnormalities on the accessories used for reprocessing. Any concerns on reprocessing- noted no response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the component analysis revealed that the foreign material was silicic acid which was derived from chemical agent. Additionally, the foreign material residue point had no physical damage. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had air/water flow issues. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material adhered to the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material adhered to the nozzle due to insufficient cleaning, additional findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; control unit had discoloration; paint on suction cylinder is peeled; and air/water cylinder had corrosion. The following device components were found scratched: bending section cover, control unit, grip, suction connector, scope cover, switch box, right/left knob, up/down knob, forceps elevator (fe) knob, and fe lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.